Event description:
The customer tested his blood glucose and rec'd a reading of 200 mg/dl using his breeze2 meter. He retested using another meter and rec'd a reading of 97 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return his test strips for eval. Replacement test strips were sent to the customer.